Manufacturer narrative:
The exact date of event was not reported. The article published date is used for the estimated date of event. The suspect device lot number was not reported. Therefore, the manufacture and expiration dates are unknown. Initial reporter facility name: institution do cancer do estado de sao paulo, département de endoscopia; reported here as the address exceeded character limit for the designated field. Initial reporter address 1: av. Dr. Arnaldo, 251 - cerqueira cesar; reported here as the address exceeded character limit for the designated field. Block g2: literature source: diego cadena aguirre "buried lumen-apposing metal stent following eus-guided gastrojejunostomy: a rare adverse event and its management" institution do cancer do estado de sao paulo, departamento de endoscopia, sao paulo, brazil,https://doi.org/10.1016/j.vgie.2024.08.015. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf impact code f2301 captures the reportable event of a non-bsc device was used to complete the procedure. Imdrf impact code f2202 captures the reportable event of a follow up esophagogastroduodenoscopy. Imdrf impact code f2203 captures the reportable event of CT-scan imaging was done.

Event description:
Boston scientific became aware of the event involving an axios stent and electrocautery enhanced delivery system through the article "buried lumen-apposing metal stent following eus-guided gastrojejunostomy: a rare adverse event and its management" by diego cadena aguirre, et al. Per the article, a 78-year-old male underwent a right hemicolectomy with ileotransverse anastomosis due to right-sided colon adenocarcinoma. In the fifth year of follow-up, he developed cholestatic syndrome secondary to a large duodenal metastatic mass. Endoscopic ultrasound-guided gastrojejunostomy was performed using an axios stent and electrocautery enhanced delivery system. After three weeks, a scheduled follow-up esophagogastroduodenoscopy revealed that the lumen apposing metal stent was partially covered with gastric mucosa. To prevent complete obstruction, an esophageal stent was placed inside the lams. Lease see the reference article for full details. Note: it was reported that the axios stent was implanted to treat a malignant gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.